Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left circumflex artery. A 2.75x28mm promus element drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element ,mr,ous 2.75 x 28 mm stent delivery system, catheter was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the mid to distal stent region were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left circumflex artery. A 2.75x28mm promus element drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient's condition was stable.